Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited code 1003 indicative of battery voltage being too low for the projected remaining capacity. No intervention has been performed at this time and the pacemaker remains implanted and in service. No adverse patient effects were reported.